Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1254 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing catheter in the process of catheter placement, the proximal end of the catheter was found to be pierced by stylet. The integrity of catheter was compromised and therefore this complaint was filed.